Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was encountered when the pacing lead could not pass through the stylet during the implant procedure. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the test sample stylet did not insert due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.